Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 1. The home patient (hp) power cycled the hc and then the hc alarmed system error 2367. The baxter technical services representative (tsr) advised the use of manual supplies or to start over with new supplies on the hc. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection and there were no patient extension lines in use. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. All bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or an assist device. Proper procedures were reviewed with the hp, and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.